Event description:
IV tubing was found to be leaking after it was primed and placed in the infusion pump. The tubing was removed from the pump, and a hole in the tubing was noted. The tubing was never connected to the patient, so there was no patient harm.